Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during the procedure. It was noted that it failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
Investigation results: device analysis findings: an nc emerge mr, ous 3.50mm x 12mm was returned for analysis. The balloon was subjected to positive pressure and returned in a deflated state. Multiple kinks and a break were identified along the hypotube shaft, 20.3cm distal to the distal end of the strain relief. No tear or pinholes noted. No kinks or damages found on the shaft polymer extrusion. No issues or damages on the tip profile. A microscopic examination of the distal and proximal markerbands identified no damage. An inflation aid was attached to the device. The device was then attached to an encore inflation unit and the balloon was inflated to rated burst pressure of 20 atmospheres with no issues or leaks. The encore device was verified before and after use using the druck gauge. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition due to anatomical factors. This code was selected as the most probable complaint cause based on the information available. It was reported that the balloon could not cross the lesion due to calcification and had ruptured during the procedure. Device analysis could not confirm the reported allegations. It is not possible to test the device, under laboratory conditions, for the device ability to track through patient anatomy. Therefore, the complaint event cannot be confirmed. The inability to cross the lesion was likely caused by the patient lesion anatomy (moderately tortuous, severely calcified and 80%). The reported allegation of balloon rupture could also not be confirmed. The balloon was inflated to rated burst pressure of 20 atmospheres with no issues or leaks. Further analysis identified multiple kinks and a break along the hypotube shaft, 20.3cm distal to the distal end of the strain relief. The unreported hypotube kinks noted during analysis most likely occurred as a result of an unintentional use error but the stage of procedure at which they occurred (during procedure/handling post procedure) cannot be established. As there was no allegation of device separation (shaft break) during the procedure it is most likely it occurred during withdrawal of the device or post procedure, potentially during repackaging for return. It is likely the shaft was weakened as a result of excessive force (unintended) being applied to the device when it met with a restriction and subsequently separated during or post removal.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during the procedure. It was noted that it failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.